Event description:
It was reported following a percutaneous coronary intervention (pci) procedure, an angio-seal vip was deployed in the right femoral anteriotomy successfully. Ten hours later the patient complained of abdominal pain. The patient was receiving reopro, dose unknown. Retroperitoneal bleeding was diagnosed and a vascular surgeon was consulted. Manual compression was attempted, but was unsuccessful. The patient underwent surgical repair. The surgeon noted the anigo-seal was successfully sealing an anterior puncture; however, the patient was bleeding from another puncture site. The patient recovered and was discharged. The physician acknowledged that the puncture was higher than recommended for angio-seal use, however manual compression would have been difficult. In addition, the pre-insertion angiogram revealed contrast pooling around the artery, indicating that the patient was bleeding before the angio-seal was deployed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the retroperitoneal bleeding episode was caused from an additional puncture made above the inguinal ligament. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.